Event description:
It was reported that during the procedure the doctor observed a kind of smoke that came out and noticed some particles (shavings) on the screen that was caused by the broken pin, one part of the pin was inside the tibial tunnel and the other was within the cannulation of the drill. The surgeon removed all the parts from the patient and passed a drill without a guide. The procedure was completed and no significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.